Event description:
It was reported that the patient was implanted for urinary incontinence. The patient had a successful trial and some improvement in symptoms, but later regressed back to baseline and elected to have the implant removed. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead: model 3889-28, lot# v189566, implanted: 2009 (B)(6), explanted: 2012 (B)(6). Programmer:model 3037, serial# (B)(4).